Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had motor error. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported insulin pump had no delivery alarm and beep anomaly. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was not expected to be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify a21 alarm, audio/vibrate anomalies and no excessive no delivery/occlusion alarm due to motor error alarm.